Event description:
According to the reporter, postoperative to an open abdominal and breast surgery as well as liposuction, patient experienced allergic reaction - dermatitis. A steroid cream was used to resolve the issue.

Manufacturer narrative:
We cannot confirm or deny that liquiband exceed caused a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Skin reactions usually noticed 2 to 3 weeks after surgery. 11 complaints over the last 2 years.